Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. The root cause could not be identified. According to the investigation, the reasonably known information suggested that the probable causes of the alleged failure were due to damage or deterioration of parts due to wear and tear, without any design or manufacturing issues. The most probable cause of this reported issue is traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cystonephrofiberscope had dirt on the lens. There was no patient involvement.